Manufacturer narrative:
The reported thrombus event was evaluated by the manufacturer and addressed under MFR report #0002916596-2013-01165. During the manufacturer's investigation, the returned system controller was evaluated. The housing was removed in order to evaluate the components within and it was found that a component on the inner printed circuit board was damaged rendering the system controller incapable of operating a test pump. The root cause that contributed to the damaged component could not be conclusively determined. A review of the device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 8 days post-implant, it was reported that the patient was in the ICU with an infection and had experienced high power consumption and intermittent pump stoppages. Audible and visual alarms appeared on the system controller and the power module. A short time after, the system controller shut down and the controller was exchanged. The patient was then connected to batteries; however, the batteries drained shortly after. The hospital team switched to a new power module and the alarms continued to appear. An x-ray was performed and it was reported thrombus was present. A decision was made by the hospital team to switch the pump off and a pump exchange was performed on (B)(6) 2013 when treatment for an infection was completed.